Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psoriasis ("psoriasis"), arthritis ("arthritis"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), rash ("allergy: rash/ skin condition") and skin disorder ("allergic: rash/skin condition"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, psoriasis, arthritis, abdominal pain, back pain, dyspareunia, menorrhagia, allergy to metals, vaginal discharge, vaginal infection, fatigue, alopecia, migraine, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthritis, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psoriasis, rash, skin disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6)2010, (B)(6) 2010. Patient received treatment for events ¿abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickel allergy, pelvic pain essure removal scheduled on date (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received-event injury updated to pelvic pain. New events abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickel allergy rash/skin condition, psoriasis, arthritis, vaginal discharge, vaginal infection, fatigue, hair loss, migraines, she did not undergo an essure confirmation test were added. Patient information were added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.